Manufacturer narrative:
Reported event an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results product evaluation and results: the field service engineer reported: problem reproduced? No trouble shooting notes: none work performed: arrived on site and immediately did an arm accuracy test on both right and left sides and successfully passed without any adjustment. Therefore, cannot confirm the complaint. However, since I am onsite I will go through the system and make any adjustments I can to help with system operation. Cleaned j6 glass encoder and verified other constants. Did complete successful pre-surgery. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(4) was inspected on 10/12/2014 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(4) shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that elbow is dropping when arm gets into haptics and doctor thinks it is causing cuts to be inaccurate.